Event description:
General report rec'd of an unspecified number of undocumented incidents of disconnections. The tubing sets were being used to deliver unspecified solutions. The customer contact reported that the nursing staff noted that the option-lok spin collars of the male adapters were not catching the threads on unspecified connection sites and subsequently; not locking into place. It was reported that the nurses continued to use the tubing sets and that after the pts moved in bed, the connections "breaks" apart causing an unspecified volume of the solution to drip onto the beds or floor. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. (B) (4).